Manufacturer narrative:
Unknown date in 2018. Additional product codes: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision of a variable angle-locking compression plate (va-lcp) curved condylar plate was performed on (B)(6) 2018. The patient was implanted with one (1) va-lcp curved condylar plate, two (2) 5 mm cannulated va locking screws 25 mm, one (1) 5 mm cannulated va locking screws 45 mm, one (1) 5 mm cannulated va locking screws 50 mm, one (1) 5 mm cannulated va locking screws 65 mm, one (1) 5 mm cannulated va locking screws 70 mm, one (1) 4.5 mm cortex screw 36 mm and three (3) 4.5 mm cortex screws 38 mm on (B)(6) 2018. Subsequently, after the procedure, the patient fell and re-broke the femur right above the plate. The patient was brought back to the surgery on (B)(6) 2018, and the surgeon took out the plate and revised it to a new one. All the other implanted devices were also removed along with the plate. The procedure was completed successfully with no surgical delay. No device broke, so no fragments were generated from broken device. No other medical intervention required. Patient outcome was not reported. Concomitant device (s) reported: 5 mm cannulated va locking screws 25 mm (part # 02.231.625, lot # unknown, qty # 2), 5 mm cannulated va locking screws 45 mm (part # 02.231.645, lot # unknown, qty # 1), 5 mm cannulated va locking screws 50 mm (part # 02.231.650, lot # unknown, qty # 1), 5 mm cannulated va locking screws 65 mm (part #02.231.665, lot # unknown, qty #1), 5 mm cannulated va locking screws 70 mm (part # 02.231.670, lot # unknown, qty # 1), 4.5 mm cortex screw 36 mm (part # 214.836, lot # unknown, qty # 1) and 4.5 mm cortex screw 38 mm (part # 214.838, lot # unknown ,qty # 3). This is report 1 of 1 for (B)(4).